Manufacturer narrative:
According to the caller, 'she 'checked' his blood glucose and received results "between 160-200"-. Caller had difficulty locating the bg results in question in the meter memory because she also tested her blood on the day in question as well. Last 4 bg results pulled directly from the meter. The date and time is incorrect-actual date was today (B)(6) 2016 around 10 am. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Aller admitted to transferring test strips into 2 smaller containers. Test strip lot # unknown. Control solution lot # none. The consumer's complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling - keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Bg=blood glucose. Consumer's wife called in reporting an incident this morning when the emt's were called for her husband due to low bg. Caller stated "...she tried to wake her husband up around 9:00 am and he was "out of it" and would not move his feet..." The caller reported, "...she called the emt's around 10:00 am and they arrived a few minutes later and checked his bg with their meter with a result of 28 mg/dl. Based on that result, the emts administered an IV of glucose and the consumer began to feel better. The consumer declined to go to the hospital. Consumer has been dealing with a bladder infection-